Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose levels over 600 mg/dl after placing the pod on damaged tissue on his leg. Placing the infusion set in damaged tissue can result in poor insulin absorption. He sought medical attention on (B)(6) 2025, and was diagnosed with diabetic ketoacidosis (dka), spending two days in the hospital. The pod was thrown away by medical staff, and the patient stopped using the omnipod due to feeling unprepared to use the system. The patient did not receive any medications upon discharge and was advised to follow up with his healthcare provider. The agent will make three good faith attempts to reach the patient for further documentation. The patient reported no recent messages or alarms on the omnipod 5 app, and the pink slide moved forward. The cannula was properly inserted, with no redness, swelling, or insulin leakage at the pod site. The agent discussed troubleshooting hyperglycemia, pod placement, site rotation, and sent resources via email. Further attempts to reach the patient will be made.